Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump declared a power source alert. The pump battery jumped from 55 to 100 percent while it was unplugged. There was no reported impact to the customer's blood glucose level.